Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient's report showed a pump off alarm in the event log on (B)(6) 2024. It was noted that the event occurred during the same admission for the left ventricular assist device (lvad) implantation on (B)(6) 2023. During the event, the patient was on a system monitor and they were stable and did not feel uncomfortable. The nurse said they did not hear the alarm notice and that they did not touch the pump stop button or the screen. Log files were submitted for review. The log file recorded a left ventricular assist device (lvad) off alarm flag associated with an intentional pump stop fault flag (f69), on (B)(6) 2024 at 02:14:02 while connected to a power module. The event indicated that the pump stop button was momentarily pressed on the monitor. The log file indicated that the pump was off for around 3 seconds before ramping back to its set speed. The system monitor was changed after the notice event and was subsequently not used because the patient was well and preparing to discharge. It was noted that the function of the system monitor worked as expected. Related manufacturer reference number: 2916596-2024-00326 (heartmate 3 lvas). Related manufacturer reference number: 2916596-2024-00394 (system controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump off alarm associated with an intentional pump stop can be confirmed based on the information recorded in the provided log files. The event log file contained data from 30dec2023 to 8jan2024. The recorded information revealed that the system operated with no atypical alarms/events until 4jan2024 when at 2:14: 02 there was an intentional pump stop flag recorded, followed by a brief pump stop (~3 sec). The system regained and continued to operate at the set speed with no additional speed interruptions. A specific root cause for the reported event was not able to be determined. The system monitor serial number (B)(6) was not returned for evaluation. Per the additional information, the patient was well and was discharged. The system monitor functioned as expected and the customer decided not to return it. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device history records were reviewed and the records revealed that the system monitor was manufactured in accordance with mfg and qa specifications. Heartmate 3 instruction for use (IFU), rev g, under section ¿system monitor¿ explains how the system monitor works, how to set up and use it. This section contains some troubleshooting steps of the system monitor screen remains black or if ¿not receiving data¿ flashes on the screen. According to this section, if the system monitor still does not work, please contact abbott for assistance. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.